Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "rupture" and capsular contracture baker grade I. This record is for the left side. Device was explanted. It is unknown if device will be returned.